Event description:
It was reported that the device's air sensor and downstream occlusion (dso)sensor were unattached and falling off. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device's air sensor and downstream occlusion (dso) were unattached and falling off" was confirmed. The dso was replaced, and the air detector was installed correctly. The lens was replaced due to being scratched, and the device updated and calibrated. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.